Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant, the ventricular lead had unacceptable sensing measurements. It was noted that a portion of the cathode suture plate had broken off. The anode was still sutured to the epicardium. From the available information, it is unknown if the broken portion of the suture plate was removed or if it remained in the patient. The physician decided to remove the lead and implant a new lead. No patient complications have been reported as a result of this event.